Event description:
It was reported that the system was could not convert an arrhythmia. The physician replaced this system with a transvenous system. This system remains implanted but out-of-service. There were no additional adverse patient effects.